Event description:
Pt reported that they have been experiencing erratic blood glucose (32 - 650 mg/dl), for past 7 months. Additionally, they reported being hospitalized, for a week, with a blood glucose reading of 1400 mg/dl, sometime during the past year (dates not provided). Pt indicated that, while hospitalized, they were treated with IV fluids and an insulin drip. Pt stated that they have self-treated low blood glucose by eating glucose tablets.